Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation however we did receive performance data collected from the device and have analyzed the data. Review of the data showed that no anomalies found. Additional information obtained included the following; a competitor rep interrogated the device first before explant. When the device and lead were removed from the patient there was a lot of damage to it, it was not shut off and it shocked and shocked and drained the battery. The manufacture's rep was called in and interrogated it post explant and said the results would not be totally accurate because of the explant damage; however the readings but leading up to the day of death had normal measurements. The family was given the device. In addition the family is part of a lawsuit regarding a defibrillation lead the patient had explanted on (B)(6) 2008. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information obtained included the following; a competitor rep interrogated the device first before explant. When the device and lead were removed from the patient there was a lot of damage to it, it was not shut off and it shocked and shocked and drained the battery. The manufacture's rep was called in and interrogated it post explant and said the results would not be totally accurate because of the explant damage; however the readings but leading up to the day of death had normal measurements. The family was given the device. In addition, the family is part of a lawsuit regarding a defibrillation lead the patient had explanted on (B)(6) 2008. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the device and lead were at fault for the patient's death. Cause of death has been requested and not received.